Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading into the delivery tube. The second seal started to unravel distally while being deployed. The surgeon used the second heartstring seal to complete the procedure. No patient complications were reported by the hospital.